Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level of 238 mg/dl and diabetic ketoacidosis. Cause of elevated bg level was unknown. Treatment was administered with intravenous fluids, zofran and motrin. Reportedly, customer left the ER 6 hours later with customer in stable condition (bg 300 mg/dl).